Event description:
We received a request from a patient regarding the material composition of the mentioned implants. By the way the patient reported to legal that it feels like the implant has loosened.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat. No.: 75-3-0705, scorpio ts half blocks, lot code: awpa.cat. No.: 72120710, scorpio size 7 cr insert 10mm, lot code: lbx004.cat. No.: 70-4107r, scorpio cr waffle femur lfit w/posts, lot code: mhtjr8.cat. No.: 64786490, offset adapter 4mm, lot code: lbhnd.at this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.